Event description:
The pharmacy was notified via ismp that 3ml and 5ml bd syringes should not be used for storage of the drawn up liquid longer than 24 hours. Bd could not ensure that the product potency would be sustained if the product was being stored past 24 hours.